Event description:
Caller reported a malfunction on the pump. Blood glucose level was not adversely affected and did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and no malfunction recurred after the reset. Customer was advised to call back if the issue recurs and was allowed to continue using the pump.